Event description:
Report received from abbott international affiliate (abbott-canada) which states "a piece broke off from an as yet unknown device and a part of it was lodged in the patient's central line. The resident tried to get it out without success. They used hot water, boiling water, without success. They finally got it out using a tourniquet. They did not change the line despite the above incident. The patient was on tpn and apparently very ill (no details or specifics were provided)." Inquiry has been ongoing via the international affiliate to obtain additional information, including clarification regarding the specific area of breakage. If additional information relevant to this event is received, it will be submitted in a follow-up report.